Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found an s-cal tube with a puncture through its bottom. The fse performed tube bottom alignment for true bottom and control bottom in both manual and automatic mode. The fse ran all controls and daily checks and inspected the bottoms of all controls; no puncturing was found. The fse examined the broken s-cal tube at the bottom which looked flatter and shorter than the latron control tube used to do the control bottom alignment. Failure mode of the leak is related to an incorrect tube bottom alignment. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the aspiration probe pierced the bottom of the calibration tube during calibration of the unicel dxh 800 coulter cellular analysis system. Approximately 20ul of calibrator leaked from the bottom of the tube. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.